Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance suddenly measured high and the patient received inappropriate shocks due to noise. A lead fracture was suspected. The rv lead was capped. No further patient complications have been reported as a result of this event.